Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. - 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 1 device was received. 8 devices were evaluated based on historical data analysis. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.